Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not replicate error 319. To address the customer reported complaint of error 319, the fse replaced the endoscope controller (ec), video processor (vp), and fiber optic cable. The system was tested and verified as ready for use. The fiber optic cable is a field scrap item and will not be returning to isi for further investigation. Isi received the other parts involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported failure with the ec. This unit was installed into the test system, video test was run, 10 power cycles were performed, and the system was left sitting idle for 1 hour. The system came up with no errors, and with good video image displayed on both eyes. No trouble was found with the ec. Failure analysis investigation replicated the reported failure with the vp. The reported problem was confirmed on the test system by installing the vp unit into the system. The system failed with error 319 during the 10 power cycles performed. The error code 319 means that a node configured to be present did not respond at system start up. The dual window appliance (dwa) board was found to be the cause of the issue. Based on the information provided at this time, this complaint is being reported because system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. Although no patient harm occurred, if this malfunction were to recur, it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, when someone walked behind the patient side cart (psc), the customer received fault 307 and "everything turned blue". The customer rebooted the system and when they checked the blue fiber cable going into the psc, they found that it came out very easily. The customer re-connected the blue fiber cable and powered on the system. It was reported that the system powered on with fault 319. The technical support engineer (tse) reviewed error logs and noted fault 319 pointing to the endoscope controller (ec). The customer informed the tse that an instrument was stuck grabbing tissue. The customer used the instrument release kit (irk) and removed all instruments from the patient. The customer then powered down the system, cycled all the breakers of the subsystems, and reseated all the blue fiber cables. It was reported that following that, the system powered on with fault 319 again. The customer then powered down the system, cycled the breakers to the video processor (vp) and ec, and reseated the orange fiber cable between the vp and ec. It was reported that following that, the system powered on with the 319 fault again. On 10/14/2019, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use and no issues were noted. There were no issues with ports placement. The procedure had been two hours in progress when the issue occurred. The procedure was converted to another da vinci system. The procedure was completed successfully with no injury occurring to the patient.